Event description:
It was reported that a clearlink secondary IV administration set did not flow. This occurred during infusion. The device was being used with a non-baxter infusion pump and an unknown primary set. The reporter stated that the solution was not flowing from the device into the unknown primary set. Once the no flow was observed, the nurse disconnected the patient from the setup and new supplies were used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. Visual inspection of the device did not identify no signs of blockage or any physical abnormalities that could have contributed to the reported condition. Functional testing was subsequently performed by spiking it into an in-house 1000 ml solution bag containing distilled water. The device was then re-primed and checked for flow. The male luer of the device was then attached to an in-house bd lever lock, which, then was attached to the top y site of an in-house primary solution bag also attached to an in-house 1000 ml solution bag containing distilled water. The sample was once again checked for flow. After filling the device, there was evidence of continuous flow which was visually observed at the male luer. The reported condition was not confirmed and no cause could not be determine with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Other - director of medical & surgical for adult and pediatrics. The device has been received. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.